Event description:
The patient was undergoing a spinal cord stimulator (scs) trial procedure; however, the procedure was aborted intraoperatively by the physician for an unspecified reason. The trial leads had already been opened and utilized at the time of termination. Postoperatively, the patient has been okay. Both trial leads will be returned due to being opened and used during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7328193. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).